Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient has never discussed the issue with the doctor. The hcp reported the patient weight as 25.8 kg. They also stated the patient had a micro implanted in (B)(6) (2020) and it is working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a genetic connective tissue disorder that made it difficult to keep the implants in the pocket site or even keep the stitches sewn together. They stated that each time the doctor tried to push them in, but they continued to push their way out. They did not have specific event dates, only reported this had happened with all the implants they had. They did not give specifics, but stated 2 implants ago, the ins just flopped over, so the doctor placed  a mesh at the site. They stated their current implant site was a completely new one because the previous site had been operated on so many times. The event was documented, but no further action was taken.